Event description:
Per facility, the guidewire included in the PICC kit allegedly became very coarse and reportedly seemed to fray after being inserted through the introducer needle and removed after 1 st venipuncture attempt. Guidewire was reportedly intact, no injury to patient, the nurse pulled a microintroducer kit and got a new guidewire and was able to complete the procedure fine without any additional complications. The nurse thought that it may have been the needle that caused the wire to fray but couldn't say for sure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc1282 showed no other similar product complaint(s) from these lot numbers.